Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and ulcers are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, during a gastroscopy, a knot and a bezoar were found on the j tube. A new peg tube was placed and the old tubes were discarded. The patient also had an ulcer in the duodenal bulb and the second part of duodenum and a repositioning will be scheduled.